Manufacturer narrative:
(B)(4). Breakaway washer cut off center the analysis results found that the device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. In addition the guide face was partially detached. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. No functional test was performing due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a starr procedure the device did not staple but cut, sutured by hand. Staples stuck out of instrument. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.